Manufacturer narrative:
(B)(4). The initial manufacturer report stated that the constant upstream occlusion was not reproduced. Further review of the device evaluation found that the alarm was reproduced by baxter during the evaluation.

Manufacturer narrative:
Manufacturer ref. No.:(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were not reproduced. The alarms were confirmed during a review of the event history log and found to be caused by a failed upstream sensor with continuity on the tail pins. The failed upstream sensor was replaced.

Event description:
During baxter's evaluation of a spectrum pump, the device constantly displayed the upstream occlusion message. There was no patient involvement.